Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery to remove the left side implant. During the revision surgery the surgeon discovered the right joint was not in its intended location and there was one screw unaccounted for.

Manufacturer narrative:
Additional information: b5, d1, h6. Correction: h5. The broken screws could be confirmed because of the CT scans from the revision case. The patient received bilateral tmj devices, with the left implant removed due to infection, during which the screws broke. Follow-up inquiries to the sales rep revealed that the surgeon could not provide any additional information. Based on statistical evaluation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that the patient underwent a revision surgery to remove the left side implant due to an infection. During the revision surgery the surgeon discovered the right joint was not in its intended location and there was one screw unaccounted for.